Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during set up. A touch screen error message was logged and so the screen was replaced. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that the touch screen of the s5 roller pump became unresponsive during set up. A touch screen error message was logged and so the screen was replaced. There was no patient involvement.